Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient went to the emergency room (ER) and was eventually hospitalized on (B)(6) 2026 due to an insulin flow blocked alarm. The alarm was documented as a past event that had been resolved, but troubleshooting was inconclusive. This obstruction led to hyperglycemia, and the patient experienced dizziness at the time of hospitalization. The blood glucose level was measured at 19 mmol/l, and the patient was treated with a manual insulin injection. The length of hospital stay was for four hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.